Manufacturer narrative:
(B)(4). 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories.

Event description:
The patient reported he is unable to establish communication between his scs ipg and external devices after not using stimulation/charging for at least 2 months. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken where in the ipg was explanted and replaced on (B)(6) 2018 and therapy was restored post operatively.